Event description:
The facility reported a colleague infusion pump with failure code 810:04. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. According to the facility representative, there was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 810:04 was confirmed during event history log review and product evaluation. The air in line (ail) board was out of calibration which caused the reported condition. The ail board was recalibrated to fix the reported condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.